Event description:
Complainant alleged that during a routine shift check, the device blanked out and reset during a 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.